Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation below the rated burst pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.